Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported device damaged by another device resulting in single leaflet device attachment (slda) appears to be user technique/procedural circumstances. The reported poor resolution was due to patient's challenging anatomy. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip damaged by another clip and single leaflet device attachment (slda) occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (cds0601-xtr, 90311u254) was implanted successfully. A second clip delivery system (cds) (cds0601-xtr, 90409u294) was advanced and when the second clip was inverted and retracted to come above the mitral valve, the clip came in contact with the first clip. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) then, the second clip became entangled in the ruptured chords. Troubleshooting was performed, and the clip was able to be freed. The cds with the clip was removed from the patient anatomy. A third cds was advanced without issue and the clip (cds0601-xtr, 90803u184) was implanted treating the slda. A fourth clip (cds0601-xtr, 90724u169) was used but the clip became caught on the ruptured chords as well and was not implanted. Trouble shooting was performed, and the clip was freed. The cds and clip were removed without issue. There was no additional damage noted to the chords. Two clips implanted reducing mr to 3-4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.